Manufacturer narrative:
The customer reported difficulty delivering demand mode pacing. There was no impact to the involved patient. The device was returned to philips for evaluation. The reported symptom could not be reproduced, and the device passed all testing. Review of the event file from the incident showed that the users had not pressed the "pacing start" button to initiate pacing. We consider this issue to be the result of a user misunderstanding, regarding pushing the pacing start button to initiate pacing, and not a malfunction of the device.

Event description:
The customer reported difficulty delivering demand mode pacing. There was no impact to the involved patient.